Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter defibrillator was unable to interrogate with rf telemetry in clinic and only worked with inductive telemetry. The patient currently has an inductive transmitter and it is working properly. The patient would be followed up with inductive telemetry.